Event description:
It was reported that an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up after centrifugation. The following information was provided by the initial reporter, translated from dutch to english: for about 1.5 months, we have seen a red border or stain of red blood cells above the serum level in a large number of clotting tubes after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues including red cell hang-up. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up after centrifugation. The following information was provided by the initial reporter, translated from dutch to english: for about 1.5 months, we have seen a red border or stain of red blood cells above the serum level in a large number of clotting tubes after centrifugation.